Event description:
It was reported that during deployment of a vascular stent in the sfa, a "pop" sound was heard and the deployment trigger became non-responsive. The handle was opened and an attempt was made to deploy the stent by pulling on the deployment wire; however, it was unsuccessful. During withdrawal of the stent into the sheath, approximately 2cm of the stent detached. Another stent was implanted within the detached stent segment, securing it to the vessel, without complications. Final angiography demonstrated patency of the treatment site.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is being performed. The investigation is currently underway.